Event description:
Consumer reported on the (B)(6) database that his humidifier overheated and scorched the top of a bureau. No injuries were reported with this incident.

Manufacturer narrative:
Consumer reported this incident on the (B)(6) database and has not tried to contact our company. We will reach out tot he consumer in an attempt to get the product back for inspection.